Manufacturer narrative:
This report will be updated should additional information be received.

Event description:
Boston scientific received information that an out of range shock impedance measurement was received via remote monitoring system. The patient was brought in for evaluation. Shock impedance measurements had been increasing since december. The physician consulted with boston scientific technical services (ts) regarding the revision of this lead during a pocket revision for device migration. Pacing impedances had also reportedly increased due to the device migration. Ts explained that device migration may affect shock lead impedances particularly found in a fatty tissue area. Since the highest value had been 127 ohms with no events stored with noise discussed just continued observation at this time. Informed physician that an additional alert for out of range measurements would likely occur. There were no adverse patient effects reported. A request for additional information has been sent.